Event description:
Physician reporting "seroma and scar dehiscence". Device was explanted and replaced with an allergan device. This relates to the right device.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and wound dehiscence.